Event description:
Customer cited high readings when compared to a laboratory comparison. When the alleged readings was plotted onto a clarke error grid, it fell into the "c" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required.